Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss and reoccurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The aus was explanted and a new device consisting of 4.0 cm and 3.5 cm cuffs, pump and balloon were implanted. The patient outcome following this procedure was good. Should additional information be received a supplemental report will be submitted.